Manufacturer narrative:
Per (B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), primary and revision hospitals, patient age, activity level, weight and medical history, confirmation that there was a peri-prosthetic fracture of the femur, if so, when did the fracture occur, what was the patient doing at the time of the fracture, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Pending revision (taperfit / trinity) due to loosening of the stem and a fractured cement mantle potentially subsequent to a peri-prosthetic femoral fracture.

Manufacturer narrative:
(B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), primary and revision hospitals, patient age, activity level, weight and medical history, confirmation that there was a peri-prosthetic fracture of the femur, if so, when did the fracture occur, what was the patient doing at the time of the fracture, whether the patient experienced any slips / falls or other trauma post primary surgery, whether the patient followed correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all information could be provided. It could not be confirmed whether or not that had been a peri-prosthetic fracture. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the stem loosening could not be confirmed. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision after approximately 2 years and 9 months due to loosening of the stem and a fractured cement mantle potentially subsequent to a peri-prosthetic femoral fracture.